Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.

Event description:
The complainant had a bipella support ongoing with an impella cp and impella rp for a 68-year-old female patient admitted in an acute myocardial infarction / cardiogenic shock (ami/cgs) when after a week the patient experienced ventricular tachycardia (v)t that prompted treatment. The patient was shocked and medically managed. The patient was being weaned at the time but, after the vt the cp pump remained on for support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿